Event description:
Md ordered extubation. Pt was very combative. Nurse tore off et cuff and clipped tape holding et tube in place and et holder attaching tube to upper lip. Pt was extubated and placed on mist. Pt clamped teeth down on et holder and holder came off tube during removal and was not noted by nurse. Following day, pt was in more distress and re-intubated by anesthesiologist. Et holder was found in the upper airway.